Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the remote rm) was found detached from the refrigerator. A field service engineer (fse) found the rm hasp and plate separating from the refrigerator. Both components were replaced and aligned to resolve the issue. The bus cable, harness, interface board, and latch screws were checked, along with the bus cable connection at the communication sled. The remote manager was tested in the hardware test application (hta), and all tests passed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, remote manager was fallen off the fridge. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.